Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. The device was not in use until repair was completed. The device history record review confirmed that device conformed to specifications at the time of shipping. It is likely that connecting tube was unable to be connected as connector loosened and came apart. For the cause of the loosened connector, it is possible that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. The instructions for use includes the following statements: user can detect the event by inspecting equipment in accordance with the following IFU. Chapter 3.inspection before use¿3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents.

Event description:
As reported by the customer for this event, the grey connector in the device basin was loose. The connector could be turned and unscrewed. There is no reported harm to any patient.

Manufacturer narrative:
Correction is being made for the become aware date and b5 for the initial reported information in the initial MDR. This supplemental report is being submitted to provide this information. The become aware date for this event for the initial MDR is nov 10, 2021.

Event description:
Field service engineer (fse) went on site to evaluate the customer reported issue of loose grey connector in the device basin. The connector could be turned and unscrewed. Fse found the connector to be broken and replaced it. There is no reported harm to any patient. This medwatch is being submitted for the reportable issue of the broken grey connector found during evaluation.

Manufacturer narrative:
Event date is (B)(6) 2021. Field service engineer (fse) went on site to evaluate the customer reported issue of loose grey connector in the device basin being. Fse found the connector to be broken and replaced it. Fse repaired the device and verified repair was according to original equipment manufacturer instructions. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.